Manufacturer narrative:
Event date: (B)(4) 2011. Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent dislodgement occurred. The target lesion was located in the tortuous right coronary artery (rca). The lesion was predilated with an apex balloon. Next, an unspecified ion stent delivery system (sds) was advanced, but could not cross the distal rca. Upon removal of the sds, the stent got stuck at the 5fr guide catheter and started to dislodged from the delivery balloon. All devices were removed as a system and the stent dislodged in the mid right radial artery. The stent was successfully snared out. The physician gained access through the right groin. Using a 6fr guide catheter and a promus sds, the procedure was completed. No additional patient complications were reported and the patient's status is ok.